Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. Customer declined system check with tandem technical support, so root cause could not be determined. No further details were given. No reported impact to the customer¿s blood glucose level.